Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report #: 2916596-2018-01685. This report is being submitted as additional information. The previous bleeds referenced in this section were reported under medwatch MFR. Report #: 2916596-2016-01884. Approximate age of device ¿ 2 years and 10 months. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported (B)(6) 2018, that the patient was admitted into the hospital due to a recurrent gastrointestinal (gi)bleed. This is the 7th episode. The patient has been off anticoagulants and aspirin for over 1 year. The patient¿s lactate dehydrogenase level was 200 u/l-300¿s u/l and plasma free hemoglobin was within normal limits. The patient also had intermittent elevated powers and flows. The patient has never had decompensated heart failure and is still not presenting as such. The echocardiogram on (B)(6) 2018 revealed that the aortic valve was open with each beat but the left ventricle appropriately decreased in size. The submitted log file was reviewed by the manufacturer¿s technical services representative and showed unsustained elevations in power and flow. On 16apr2018, another log file was reviewed and it was observed that an elevation in power and flow was observed. The power and flow was returning to baseline after that. The pump parameters and values were within normal limits. On (B)(6) 2018, it was reported that the patient underwent an esophagogastroduodenoscopy, colonoscopy, and a capsule study. The source of the bleed was identified as a cecal polp with inflammation; also, possible smaller bleed in the small intestine, however, it was not able to be fully identified. The gi bleed was treated with octreotide and protonix. No additional information was provided.